Event description:
It was reported that a child patient was receiving baclofen intrathecally via a pump for the treatment of spasticity (unknown since when). The patient developed meningitis (unknown, when). Interventions and patient outcome were not known to the reporter.

Manufacturer narrative:
All previously reported patient and device codes will be updated/corrected to the following for this event: (B)(4). All previously reported device eval codes will be updated/corrected to those listed above.

Manufacturer narrative:
(B)(4).